Event description:
The customer reported the display is dark. A failure to display could impact the delivery of therapy.

Manufacturer narrative:
(B)(4). The customer reported the display is dark. A failure to display could impact the delivery of therapy. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.